Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. Contact reported that the customer had a blood glucose level of 260 (mg/dl) that was addressed with manual injections. It was reported that the customer would use manual injections as alternate insulin therapy.